Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0280971. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200925583] noted that did not pertain to the complaint.

Event description:
It was reported that 1 bd ultra-fine¿ insulin syringe had foreign matter on the needle the following information was provided by the initial reporter translated from chinese: "after removing the needle cap of the insulin syringe, the operator found foreign bodies on the needle"